Event description:
It was reported that the patient was being treated for a popliteal aneurysm. The patient's right femoral artery was perforated. The vascu-guard was one of the products used in an attempt to repair the artery. Patient expired on the same day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).